Manufacturer narrative:
Height: (B)(6). No significant deformations or damage of the valves were detected during the visual inspection. No significant deformations or damage of the valves were detected during the visual inspection. A permeability test has shown that both valves are permeable. The brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. To investigate the claim of over/under-drainage, the opening pressure is measured using a (B)(6) computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Both valves are operating within acceptable tolerances. First we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next we tested the permeability and opening pressure of the valves. Both valves were shown to be permeable and their opening pressures were operating within specifications. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve operated as expected and met all specifications. Finally, we have dismantled the valves. There were no visible deposits observed inside the valves. Based on our investigation, we are unable to substantiate the claim of over/under-drainage. At the time of our investigation, the valves were operating within the specified tolerances. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from (B)(4).

Event description:
It was reported that there was an issue with a progav 2.0 shuntsystem. The reporter indicated that after 23 days the valve had an underdrainage. The valve was explanted. Additional information was not provided.